Manufacturer narrative:
BLOCK B3: APPROXIMATED BASED ON THE DATE THE MANUFACTURER BECAME AWARE OF THE EVENT. ADDITIONAL SUSPECT MEDICAL DEVICE COMPONENT INVOLVED IN THE EVENT: MODEL NUMBER/CATALOG NUMBER: SC-2218-50. SERIAL NUMBER: (B)(6). BATCH/LOT NUMBER: 7090850. MODEL/CATALOG DESCRIPTION: LINEAR ST LEAD KIT 50 CM. UNIQUE IDENTIFIER (UDI)#: (B)(4). MODEL NUMBER/CATALOG NUMBER: SC-1216. SERIAL NUMBER: (B)(4). BATCH/LOT NUMBER: 507286. MODEL/CATALOG DESCRIPTION: WAVEWRITER ALPHA 16 IPG KIT UNIQUE IDENTIFIER (UDI)#: (B)(4).

Event description:
IT WAS REPORTED THAT THE PATIENT EXPERIENCED INADEQUATE STIMULATION DUE TO IMPEDANCE ON THE SPINAL CORD STIMULATOR (SCS) LEADS. THE PATIENT UNDERWENT A SCS REPLACEMENT PROCEDURE, WAS DOING WELL POSTOPERATIVELY AND THE EXPLANTED DEVICES WERE KEPT BY THE FACILITY.

Event description:
It was reported that the patient experienced inadequate stimulation due to impedance on the Spinal Cord Stimulator (SCS) leads. The patient underwent a SCS replacement procedure, was doing well postoperatively and the explanted devices were kept by the facility.

Manufacturer narrative:
Investigation results:The devices were not returned for analysis; therefore, a technical analysis could not be performed. Device History Record: It was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.Labeling Review: Review of the Instructions for Use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.Investigation Conclusion:Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of Cause Not Established.Additional suspect medical device component involved in the event:Model Number/Catalog Number: SC-2218-50.Serial Number: (b)(6).Batch/Lot Number: 7090850. Model/Catalog Description: LINEAR ST LEAD KIT 50 CM.Unique Identifier (UDI)#: (b)(4). Model Number/Catalog Number: SC-1216.Serial Number: (b)(6).Batch/Lot Number: 507286. Model/Catalog Description: WAVEWRITER ALPHA 16 IPG KIT. Unique Identifier (UDI)#: (b)(4). Block B3: Approximated based on the date the manufacturer became aware of the event.